Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that one day following the successful implant of this transcatheter bioprosthetic valve, a disabling stroke occurred. The patient was placed in hospice care and expired three days post-implant. No autopsy was performed. The exact cause of the stroke was not known. The physician stated that the death was unrelated to the device but the implant procedure may have contributed to the stroke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.